Event description:
A medtronic representative reported an issue with axiem disposables not tracking properly while utilizing the navigation system for a guided balloon compression of the trigeminal nerve. Upon set-up, all indications were that the computer and axiem generator were functioning normally but when instrumentation was plugged into the generator box, the instruments selected were not recognized. Numerous non-sterile, and one sterile set, were tried without success apart from a single non-sterile screw in the reference tracker. During this, the patient had already been anaesthetized. The surgeon tried unsuccessfully to perform a free-hand insertion of the balloon cannula using x-ray guidance. The patient underwent an incision to the cheek to facilitate the free-hand insertion. The surgeon opted to discontinue the procedure after the unsuccessful attempt. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth inav portable system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was not made available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. A medtronic representative, following-up at the site, reported getting the system working properly by loading a more recent version of the axiem software application (version 5.2.1). The emitter, controller and inav are all working properly. Software investigation completed. Findings are that the instruments the surgeon was attempting to use are not supported by the version of software present on the system at the time of the reported event, after the system was upgraded to version 5.2.1, the system tracked the instruments. Software functioning as designed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth inav portable system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.